Manufacturer narrative:
Clinical evaluation performed by medical affairs director: one year after primary cemented tka, secondary resurfacing of patella is required. The prosthesis is correctly implanted and the substitution of the inlay is done as routine procedure, but no impairment of the function of the femorotibial joint was reported. Cause of reoperation: disease progression, no malfunction.

Event description:
The knee was unstable and the patient had retropatellar pain. The revision was performed after 11 months from the primary surgery. The inlay was changed (unknown size) and the patella bone was replaced with a patellar implant.